Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device did not fire. The surgeon was able to press the green button, but was unable to squeeze the handle. It was stated that the device pre-fired.